Manufacturer narrative:
Clinical details reported that several high purge pressure alarms triggered between (B)(6) 2025. Tpa was added to the purge after the third alarm, but the pump was removed due to the complication. Data logs were reviewed and the alarms were confirmed. There were three instances of high purge pressure alarms in the final 48 hours of the case. The first rise was a gradual 3.5 hour rise that started at the time of a purge cassette change. Purge pressure had returned to normal levels after 2.5 hours, and the start of the return correlated with another cassette change. The second event was another gradual rise over 40 minutes that resolved after 30 minutes. There were no events to correlate the onset and resolution with. The final event was a relatively gradual 7 hour rise that did not resolve for the remainder of the case. There were no abnormalities to correlate the onset with. Returned product came back with a cut in the catheter, so limited reproduction testing could be done. There was some biomaterial residue in the outflow cage, and after tearing down the motor housing, more signs of biomaterial were found on the distal bearing and the underside of the impeller. A window was cut in the catheter just proximal to the motor housing and no blood ingress was noted. Additionally, the pump was connected to a purge cassette and primed without issue, indicating there were no blockages in the purge line proximal to where the cut in the catheter was made either. Based on the gradual nature of the rise in purge pressure seen on data logs and biomaterial residue being found within the motor housing, the root cause of the high purge pressure was most likely biomaterial buildup.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient with cardiomyopathy had an impella 5.5 pump implanted for 16 days while they were preparing for transplant. The pump had repeated high purge pressure alarms that prompted a pump explant and replacement. The patient survived.